Manufacturer narrative:
The patient has a medical history of hypertension, hyperlipidemia, diabetes and previous mi. The index procedure was prompted by mi. Safety assessed the event as not related to the index device or antiplatelet medication but causally related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx drug-eluting stents were implanted in the lad. Approximately 1 month post procedure, the patient had elevated troponins which the cec has adjudicated the event as a non q wave mi (vessel unknown), 3rd udmi spontaneous. No action was taken. The patient is not recovered. The investigator reported that the event is unlikely to be related to the device and is not related to the anti platelet medication.

Manufacturer narrative:
Correction: the aware date of information provided previous regulatory report #9612164-2018-01578 follow up#002 is (16-mar-2020). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient recovered. Correction: safety assessed the event as unlikely related to index device. If information is provided in the future, a supplemental report will be issued.